Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
No details provided by the customer. "The valve was given to the sales rep with no explanation to the reason for explantation".